Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) isolated a ghost failure, manually opened the drawer, recovered storage space, and confirmed no error messages on the screen. Customer successfully inventoried the medication. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer had failed. Customer attempted to recover the drawer, but no option was shown, then the technician attempted to restart pyxis, but the issue still persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.